Manufacturer narrative:
(B)(4). Cartridge pan dislodged, damaged wedge sleds. The analysis results showed that one reload was received unfired, with the pan damaged at proximal end, and partially engaged. Upon further inspection, it was noted that one wedge sled was out of position and damaged making the reload non-functional. It could not be determined what may have caused the damage of the reload. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device would not load in stapler. Would not seed properly, was 1mm too long per the technician. Case completed with another device of the same product code. There were no patient consequences.